Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 26 mmol/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer also states that they received motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.